Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2015 and suture was used. Postoperativley, the suture broke.